Manufacturer narrative:
(B)(4). Concomitant medical products: blunt tip screw, a 4x46mm item# 47-2486-046-40 lot# 3062600, blunt tip screw, a 4x48mm item# 47-2486-048-40 lot# 3006014, proximal humerus, right, a 9x160mm item# 47-2496-160-09 lot# 3050610, torque limiting handle item# 27923 lot#unknown. Report source: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022- 00350, 0009613350-2022-00351, 0009613350-2022-00352.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately six (6) months post implantation due to migration. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. As no product was returned, visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. No surgical report or x-rays are available for investigation. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition, behavior or implantation procedure. If and to what extent any of these aspects may have influenced the migration of the screw remains unknown. The investigation also considered whether the design limitation of the corelock mechanism could be a potential contributing factor. However, further biomechanical testing identified that the product performance is in an acceptable range in comparison with legally marketed similar devices. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.